Manufacturer narrative:
(B)(4) according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the nurse attempted to remove the polyp and the loop would not retract all the way and was not able to completely cut through the polyp. A radial jaw 4 forceps was used to remove the rest of the polyp. Bleeding was not noted at any point of the procedure; however, the physician decided to place a resolution clip as a precaution. There was no visible damage to the device prior to use. There were no patient complications reported as a result of this event. The patient was reported to be fine following the procedure.